Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. Visual inspection of the sutures were performed and no damage, defects or breakages were found.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. The samples were visually inspected and no damage, defects or breakages were found.

Event description:
It was reported that the patient underwent an orthopedic surgical procedure on the neck on an unknown date and suture was used. Approximately four or five days following the procedure, the suture was broken and the fascia was open when MRI was taken. The patient had been started on light rehabilitation. On (B)(6), the patient underwent another surgical procedure and found that the under part of knot area had been broken and there was no problem on the knot. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).